Event description:
The physician was performing an abdominal aortogram and bilateral leg angiograms. A balkin sheath was used to perform a contralateral angioplasty. When removing the sheath from the right groin, the distal 3-4cm broke off in the right external iliac artery. Because of this, the left common femoral artery was punctured and a sheath placed. A guiding catheter and snare was utilized to retrieve the separated piece of the sheath. No complications to the patient.